Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that the patient was experiencing pain, heat, and inflammation at the pocket site. The bsn sales representative advised the patient to go to the ER. The patient was explanted due to infection. The patient was reportedly doing well following the procedure.